Event description:
Initial port cath was placed 03/06/1997. On 02/24/1999, unable to flush catheter. Chest x-ray showed fractured catheter in superior vena cava, peeking into right atrium. Pt was asymptomic. On 02/25/1999, catheter removed intact via right femoral vein approach. On 03/12/1999, the bottom portion of this apparatus was removed, this facility will also file a report.